Event description:
A peritoneal dialysis pt's husband called and reported that the pt had a seizure. A follow up call was made to the pt's peritoneal dialysis nurse who reported that the pt was taken to the hospital via ambulance on (B)(6) 2014. Medical records were requested and are not available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. A simulated treatment was performed and completed without any failures or problems occurring. The reported complaint symptom of noisy was not reproduced during testing. The valve actuation test passed and the system air leak test passed. No fluid leaks in the test cassette during the test treatment were noted. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.